Event description:
It was reported that the patient had a tibial nail extraction surgery; the nail was removed because, the patient had a lump, bony fragment at original fracture site and it was bothering her and noted to be symptomatic. The fracture was reportedly healed and union was achieved. During the procedure one 4mm locking screw was noted to be broken. The screw fragments were retrieved, except for about 1 cm length which was left imbedded in the lateral side of cortex. The surgeon attempted to remove all pieces with the screwdriver and a grasper, but felt it prudent not to extend attempts. There was about a fifteen minute delay. Patient status/outcome was good. The procedure was successfully completed. Other two screws were removed uneventfully and it was confirmed that the nail was fully intact. This report is for an unknown 4mm locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown 4mm locking screw/unknown lot number. Device broke during removal and piece stayed in patient; device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.